Event description:
The device was applied during an unspecified thoracoscopic procedure. Reportedly, two components disengaged from the disposable loading unit. The surgeon was unable to locate the components. The hosp has reported the pt's status is satisfactory.